Event description:
It was reported that a cerebral vascular accident and device failure to seal occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). One hour post procedure the patient experienced a cerebral vascular accident with accompanying cognitive difficulties. The patient recovered with minor sequelae. At a routine follow-up examination, transesophageal echocardiogram revealed a minor peri-device leak which required no intervention. The patient has additional future follow-up examinations scheduled.